Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study - subject ID (B)(6). It was reported that at the 1 month follow-up, the participant experienced shortness of breath (sob) the day after the pulmonary vein ablation (pva) and has yet to improve. An echocardiogram (echo) and computed tomography (CT) of the chest were performed on (B)(6) 2022. There was no evidence of pulmonary vein stenosis after the diagnostic tests. The naproxen dosage was increased, and the participant reported an improvement of symptoms.

Event description:
(B)(4) clinical study - subject ID (B)(6). It was reported that at the 1 month follow-up, the participant experienced shortness of breath (sob) the day after the pulmonary vein ablation (pva) which did not improve. An echocardiogram (echo) and computed tomography (CT) of the chest were performed on (B)(6) 2022. There was no evidence of pulmonary vein stenosis after the diagnostic tests. The naproxen dosage was increased, and the participant reported an improvement of symptoms. It was further reported that on april 22, 2022 a pulmonary consult states shortness of breath is due to a combination of asthma and paralysis of the right diaphragm. The participant was prescribed breo ellipta and albuterol for asthma. This issue is ongoing.

Manufacturer narrative:
The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Manufacturer narrative:
The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Additional information: b5.

Event description:
Newton af clinical study - subject ID (B)(6). It was reported that at the 1 month follow-up, the participant experienced shortness of breath (sob) the day after the pulmonary vein ablation (pva) and has yet to improve. An echocardiogram (echo) and computed tomography (CT) of the chest were performed on (B)(6), 2022. There was no evidence of pulmonary vein stenosis after the diagnostic tests. The naproxen dosage was increased, and the participant reported an improvement of symptom. An echo and CT chest tests were ordered and scheduled for (B)(6) 2022. There was no evidence of pulmonary vein stenosis after diagnostic tests. Patient states improvement of symptoms with anti-inflammatory. It was further reported that on (B)(6), 2022 a pulmonary consult states shortness of breath is due to a combination of asthma and paralysis of the right diaphragm. The participant was prescribed breo ellipta and albuterol for asthma. This issue is ongoing. At the 3 month visit the patient states she's improving, a pi ordered sniff test was performed on (B)(6), 2022, and it showed nothing to suggest paralysis of the diaphragm. Suspected cause was asthma exacerbation.